Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had a very rotated heart along with an interatrial septum that was tiny which prohibited the trans-septal stick needed. A 27mm watchman flx laa closure device and delivery system was used. The closure device was deployed, but did not meet the release criteria. It was recaptured and removed from the patient. An effusion sweep was performed and no effusion was noted. A 31mm watchman flx laa closure device was attempted. The closure device was deployed and also recaptured since it did not meet the release criteria. An effusion sweep was performed and again no effusion was noted. The patient also had proximal trabeculation that prohibited adequate coverage of the laa so they did not leave a closure device in place and decided to abort the procedure. After this, a small pericardial effusion was noted. A pericardiocentesis was attempted, but the physician was not able to actually tap and pull any fluid off the heart. Post procedure, the patient did well and was discharged home.